Event description:
Md is stating this is the third medline stapler that has malfunctioned this past week. He stated when he is pulling the trigger staples are not coming out every time. Lot (10)25abc004 gtin (B)(4), exp (17)2029-12-31. Reference report mw5168957, mw5168958.